Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The physician encountered difficulty withdrawing the stent into the guide catheter. After the stent was removed, the stent was found to be damaged on the proximal end. The stent was able to be removed with the guide catheter as a unit and was replaced with another unit. No pt complications were reported.